Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) USA alleging that her onetouch delica lancet broke during use. The complaint was classified based on customer care advocate (cca) documentation. The patient claimed that on (B)(6) 2014 at an unspecified time the lancet needle ¿broke while lancing her finger¿ and that the needle remained lodged in the finger. The patient detailed that she manages her diabetes with a combination of oral medication, diet and exercise and denied making any changes to her usual diabetes management regime in response to the alleged issue. The patient claimed that after the alleged lancet issue occurred she ¿could feel both pieces¿ and that she presented at an emergency room (ER), where received a tetanus injection, an x-ray and was advised to seek further help if the injury became infected. Replacement products were sent to the patient. This complaint is being reported because the patient claimed that they received medical intervention in the form of a tetanus injection from a healthcare professional, after the alleged injury caused by the lancet issue occurred.